Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump got crushed within the reclining seat of an airplane. The patient's blood glucose at the time of incident was 117 mg/dl. During troubleshooting, the caller confirmed that the insulin pump was non-functional and damaged in its entirety. The caller was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass and lcd controller. Analysis was unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. The insulin pump was received with scratched case, minor scratched lcd window and dented keypad overlay.